Event description:
It was reported that during a knee + acl flexor arthroscopy, the biosure helicoil anchor broke off when placing the screw into the bone tunnel. The fragments were removed with the aid of kelly tongs. The procedure was completed with the same device with no surgical delay. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the biosure screw fractured at the tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee + acl flexor arthroscopy, the biosure helicoil anchor broke off when placing the screw into the bone tunnel. The fragments were removed with the aid of kelly tongs. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.